Event description:
Rn to bedside and noticed leaking from connection site between primary tubing of lipids and y-site connecting to pt central line. Upon further assessment could see fluids coming from crack in cap. Y site removed and new one connected to patient. Product issue notification form filled out and sent to materials.